Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "Rptr called to report an incident on this unit. The incident happened in 2008. At approx 0750 am, the rts noticed the amplitude fluctuating between 12-16 when it was set at 14cm. Then the unit alarmed, stopped oscillated "as if it was disconnected". The amplitude read zero, they hit the reset button, repressurized right away and started running again. Checked for cell phones in the room, didn't see any. She states that they then increased the bias flow a little bit. The bias flow was at 20lpm, they increased it so that the line on the flowmeter was on the bottom of the ball. She states that the other settings on the unit were map 10.5, 12 hz, it .33, bias flow 20lpm. She states that the amps continued to fluctuated between 12-16. At 1115 am, nurse practitioner suctioned the pt's ett and got a few clots, at that time, they stated that the amps didn't seem to fluctuate as much. At 150 pm, the rt was called into the room because the osc stop light alarm was churping and the amplitude was reading 7, then zero then back up and was all over the place. They try tapping the power knob, they stated that it helped a little but, then ended up replacing the 3100a with another 3100a. She states that we were just out there for the same issue, and the field rep didn't find anything at that time. They have been able to duplicate the problem with the fluctuating amplitude." "They have the unit running on the same settings as mentioned below, and the amps are fluctuating between 10-16. She would like the unit looked at again. She feels that because it was just looked at in july that they should have to pay for it to be looked at again. I explained to her that I can note that and inform the field rep about that. She understood." The following description of the event was copied from the user facility medwatch report received by cardinal health from the FDA on 12/08/08. "Event desc: during shift report resp therapist reported that amplitude setting on oscilatory vent was "sensitive" throughout the night. At 0750 during first check, amp which was ordered for 14 was jumping around from 12-16. Map 10.5, 12hz, it .33, flow 20 (piston centered). Vent shut off as if it was disconnected, but no leaks noted or disconnect found. Amp read 00. Rt pressed reset and pressure resumed quickly. Pod checked for cell phones, but all were off. Flow was increased at this time to top of 20. Amp continued to fluctuate from 12-14. At 1115 np suctioned pt for couple of clots, ett clear and amp not fluctuating as much (13-14). At 1350 rt called to room stat - the "oscillator stop" light intermittently lighting up and alarm chirping. Amp jumping from 00 to 7 irradically. Dial tapped and amp went back to 14. Pt had slight desaturation and bradycardia. Oscillator swapped out at 1430 for new one. Pt stabilized and okay after. This is the 2nd issue in 2 months with this vent. At first biomedical and clinical engineering were able to duplicate the amplitude jumping from 10-14. Called viasys and they sent service tech. He could not duplicate issue. Did full check of vent and checked out okay. Ce performed cell phone experiment, but still could not duplicate. Returned to service." The following add'l info concerning the condition of the pt was copied from a fax received from the user facility on 10/09/2008 that was in response to a letter sent by cardinal health seeking add'l info. "Pt was stabilized after switching ventilator."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility of the user facility medwatch report and written responses from the user facility to a letter sent by cardinal health seeking add'l info. The following info concerning the eval of the device is a summary of the info documented by the cardinal health field service rep and user facility medwatch report. The cardinal health field service engineer evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. The field service engineer adjusted the hi pressure to 135 from 129 cmh2o checked the driver, zero, amplitude, frequency, it and everything worked correctly. The user facility representative was briefly trained on driver and pulse width modulator (pwm) adjustment procedures. In addition, the user facility was advised to keep cell phones 20 feet away from device. The cardinal health field service engineer ran the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer to be placed back into service. No components and system trends has been identified and this event is considered to be an isolated incident.